Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot # n245980, implanted: (B)(6) 2010, product type accessory; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
An alarm was heard and confirmed by telemetry as a critical alarm due to zero ml reservoir volume reached. The pump logs showed a low reservoir on (B)(4) 2013 and empty reservoir alarm on (B)(4) 2013. Last log event showed that the pump was updated on (B)(4) 2013. Flow rate of pump was 0.639 ml. According to the reporter the pump was filled on (B)(4) 2013 and it was possible it didn't get updated that day because there were no logs for (B)(4) 2013. As of the date of this report they refilled the pump and there were 3ml of drug in the pump. Patient had no symptoms. Drug delivered via the device was baclofen. Per reporter they suspected premature reservoir alarm. Pump refill was performed as usual and patient was doing well and receiving effective therapy.